Event description:
Report received of sparks from the power cord strain relief. During routine preventative maintenance testing by the user facility, the bio medical engineer noted sparks and smoke coming from the power cord strain relief. Upon further investigation, the power cord was noted to be melter, torn, and had exposed wires. There no reports of any adverse patient events while the device was in cinical use. Though requested, no additional information was provided.